Event description:
Surgeries performed with pdo have resulted in significant inflammation. I thought some was due to knot slippage and necessity of placing a 4th row and perhaps with slippage, the overtightening of the wound. I observed swollen wounds particularly with 3-0 pdo.

Manufacturer narrative:
Additional lot ba06nzz manuf. Date 10/2/2021 exp. Date 10/6/2026. (B)(4). A review of the device history records for the finished good lots and components confirmed there were no quality issues noted throughout the incoming inspection, manufacturing, in-process or final inspection processes. The sterility records were reviewed and met all requirements. Sterile product was returned for testing/review. The results of the evaluations are pending. The results will be submitted upon completion of the analysis. The "precautions" section of the IFU for the pdo device states, "infections, erythema, foreign body reactions, transient inflammatory reactions and in rare instances wound dehiscence are typical or foreseeable risks associated with any suture and hence are also potential complications associated with pdo devices. Without receiving details of the exact product used, procedures performed, placement of the device in the tissue, patient health history, type of intervention required, culture results and/or surgeon's technique, a definitive root cause cannot be determined at this time.

Manufacturer narrative:
Sterile product was returned on 5/26/2022 for visual review/testing. The product met all specifications for this size/type suture. Lot #: ba27ssl, p/n: r497n, bar/UDI code: (B)(4), mr¿s reported: n/a, sterilization: met all requirements. IFU: ¿actions ¿ pdo (polydioxanone) suture is a monofilament that elicits a minimal acute inflammatory reaction during absorption.¿ lot #: ba06nzz, p/n: r497n, bar/UDI code: (B)(4). Sterilization: met all requirements. IFU: ¿actions ¿ pdo (polydioxanone) suture is a monofilament that elicits a minimal acute inflammatory reaction during absorption.¿